Event description:
It was reported that the lead had low impedance after the helix was fixed during procedure. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.